Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, the patient underwent an endovascular procedure using two gore tag thoracic endoprostheses (tgt4020) to repair a thoracic aortic dissection. The physician planned to cover brachiocephalic artery, left common carotid artery and left subclavian artery. Right axillary artery-left common carotid artery-left axillary artery bypass was made before the procedure to maintain the blood flow. Gore&#59397;excluder&#59393;aaa endoprosthesis iliac extender endoprosthesis (pxl161407) was implanted in the brachiocephalic artery as chimney. Coil embolization of the left subclavian artery was also performed. The patient tolerated the procedure. After the procedure on the same day, imaging showed a proximal type I endoleak and the patient developed a cerebral infarction. The physician elected to monitor the endoleak. On (B)(6), 2010, medical treatment was performed to treat the cerebral infarction. On (B)(6) 2010, the patient was discharged. There remained the infarction, so medical treatment was performed. Imaging showed the endoleak was resolved. The patient was lost to follow-up after that, so no further information was available.